Event description:
The ventilator had been returned to the customer as part of an ended rental agreement. Testing by service center found the ventilator turbine would not spin at all. It is unknown if the ventilator alarmed. There was no reported problem from the customer who had rented the ventilator.